Manufacturer narrative:
Updated data: b2. B5. D4. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient was hospitalized due to congestive heart failure (chf). Additional information was received that per the physician, neither the valve nor the implant procedure caused or contributed to the chf. Additional information was received that approximately 4 months following the implant of this transcatheter valve, the patient was found to be in respiratory distress and writhing prompting an emergency medical services call. Upon arriving to the hospital, the patient's level of consciousness was l-2 on the japan coma scale (jcs) with an expression of distress and agonal respiration. The patient's carotid pulse became non-palpable, and pulseless electrical activity (pea) was determined. Therefore, cardiopulmonary resuscitation (CPR) was initiated. The patient experienced hypoxemia due to acute exacerbation of chronic heart failure, and the situation was considered to strongly suggest an intrinsic disease. However, the patient died. The cause of death was cardiovascular. Per the physician, there was no causal relationship between the death and valve or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the patient was hospitalized due to congestive heart failure (chf).

Event description:
It was reported that following the implant of a transcatheter valve, the patient was hospitalized due to congestive heart failure (chf). Additional information was received that per the physician, neither the valve nor the implant procedure caused or contributed to the chf.

Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.